Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Identified an unsoldered tuning cap from tank. Repairs completed. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the images on the 9600+ system are not bright and are grainy. It was also noted that the high level fluoro (hlf) is not working. There was no report of patient injury.